Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned/non-emergency treatment, which was completed after moving the patient to another room. The philips remote service engineer (rse) inspected the system remotely and found unintended longitudinal movement of the table. Upon troubleshooting, the rse reviewed the system log and found a position slip error on the table's longitudinal movement. The customer tried to perform a cold restart on the system, but the issue was still present. After the cold restart, the post check failed due to unintended movements on the table's longitudinal movement during startup. With the help of the engineer, it could be determined that the table longitudinal potentiometer was giving unreliable value outputs. While monitoring the potentiometer value in philips support connect, it was established that the potentiometer value was shifting while the table was still. The customer had a longitudinal potentiometer available on-site. To resolve the issue, the longitudinal potentiometer was replaced, and the needed calibrations were carried out. After replacing and calibrating the longitudinal potentiometer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's table movements were unavailable. The user performed a cold restart and detected an unintended longitudinal movement of the table during start up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.